Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient's father contacted lifescan (lfs) another country in 2007 and alleged that the patient's one touch ultra meter was reading inaccurately high. Lfs another country was able to obtain additional information from the reporter. The father reported that they were receiving high blood glucose results for the past 15 days (initially reported 2-3 days and provided results of 236 mg/dl and 431 mg/dl - unknown when these tests were performed). The patient had not been experiencing any symptoms of high or low blood glucose at the time of those high results. He usually tests his blood glucose every other day, but had been testing daily since he was obtaining the alleged high readings. The father further reported that one day earlier, in the evening (exact time not provided), the patient was tested with a result of 300 mg/dl on the subject meter. He was asymptomatic at that time. The father consulted the doctor and based on the subject meter's result, he was advised by the doctor to increase the morning insulin dosage. The patient was not tested by the doctor. The next morning (on original day), at 6:00 am, the patient was tested on the subject meter, however, the father did not recall the result. He was asymptotic at this time as well. The father gave him the increased insulin dose as advised by the doctor. About 1/2 hour later, the patient started feeling "giddy, and stiff". He was tested on the subject meter with a result of 311 mg/dl while experiencing those symptoms. However, the father felt that this usually happens when the sugar level is low. So, he administered water mixed with sugar. Within 20 seconds of that, the patient had an "(epileptic attack)." He was immediately taken to the hospital where his blood glucose level was 68 mg/dl. Later (specific time frame not provided), the patient was given "mango squash" and was brought home when he felt better. His blood glucose was not tested after he arrived at home. After some time, the patient became very cranky and dizzy and was brought back to the hospital. His blood glucose was not checked on the subject meter prior to being taken there. At the hospital, his blood glucose level was 70 mg/dl. The father was unable to answer if he was administered treatment at the hospital this time or what his admitting diagnosis was. However, the patient was still in the hospital on august 31, 2007 and was experiencing dehydration, vomiting, diarrhea, and loss of appetite. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The control solution was not available to perform a quality control check. This complaint is being reported because reporter alleged the patient experienced hypoglycemic symptoms after taking an increased dose of insulin based on the subject meter's result. The patient reportedly felt better after eating. Replacement products were sent to the lay user/patient.